Event description:
It was reported that the customer was unable to prime the solution inside a light sensitive drug set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not available for further analysis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.